Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue; pump alerted "sleep mode: please contact customer service. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: review of the black box data and download history revealed multiple call service alarms 052 and 087 in the pump history. On investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. After approximately 15 minutes, the pump display illuminated and displayed ¿sleep error.¿ complete investigation of the pump was not possible due to the ¿sleep error.¿ unrelated to the original complaint, the pump case was found to be cracked near the top right corner of the display area. The pump was opened for investigation revealing moisture damage to the printed circuit board.